Event description:
It was reported that a pt underwent a kyphoplasty procedure at level l1. An l1 biopsy and sacral biopsy were also performed. Reportedly, these procedures went well without complications. Post procedure, in the operating room, the pt was given a mid-lumbar (l3-l4) epidural injection (1-2 cc's of depomedrol with 0.25% marcaine) for pain. In the recovery room, the pt noticed numbness of the legs which didn't improve within two hours. An MRI was unremarkable for etiology of the pt's symptoms. A neurology consult did not provide additional information into the symptomatology. The pt did not improve over the next two days. Two days post procedure, an MRI showed a t9-t12 spinal cord infarct. The pt's condition continued to deteriorate as the pt developed renal and pulmonary failure. The pt expired. Post-operative x-rays did not show any evidence of cement embolization into the lungs. No additional information was reported.

Manufacturer narrative:
Device not returned, f/u with company rep.